Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. The device was interrogated. During the interrogation a warning message was triggered regarding the battery condition. The pacemaker's memory content was analyzed, revealing a depleted battery. However, the memory content documented that the current consumption was normal. Therefore, the pacemaker was opened and subjected to further analysis. The visual inspection of the inner assembly showed no anomalies but the battery was found to be depleted. The battery was disconnected from the electronic module. Further thorough investigation of the electronic module did not show any anomalies. In particular the current consumption proved to be normal and expected. At a next step the battery was sent to the manufacturer for analysis. Analysis results of the battery: the manufacturing process for the battery was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Subsequently the battery was subjected to a visual and an electrical inspection, including x-ray as well as microcalorimetry analysis and confirmed the battery depletion. The destructive analysis revealed that the clinical event resulted from an internal short circuit within the battery. In conclusion, the clinical event resulted from an internal short circuit within the battery. Based on these results, we will offer replacement free of charge.

Event description:
Ous MDR - after an implantation period of about 41 months, it was reported that the device could not be interrogated during a routine follow up on (B)(6) 2015. Prior to this event, the device reportedly indicated eri on (B)(6) 2015. The pacemaker was explanted and returned to biotronik for analysis. No further details with regard to the OEM leads are available apart from the information that they were implanted in 2003. No adverse patient side effects have been reported.